Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated for trackwise record complaint (B)(4) on 17-jul-2025. Test results: no testing is required for malfunction code no malfunction based on complaint information, see the test report run for another complaint of the same lot: 2104216 complaint test report. Device history record (DHR) review: the lot 6010680 was manufactured according to work instruction (wi) version 80 appendix 1 batch card for production of packaging room on 18-dec-2024, with a total of (B)(4) units. Review of the DHR for complaint (B)(4) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 17-jul-2025 against malfunction code no malfunction based on complaint information and lot 6010680, with one other complaints with reportable harm identified. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no issue identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 660 mg/dl at the time of the event and patient got treated with manual injection. The duration of hospitalization was greater than 24 hours. Patient was experienced the symptoms of confusion, and tired/weak. No further information available.